Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-02248. It is unknown which screw fractured- catalog number- 180509 or 180500 lot number- 195950, 436560, 478530, or 674840 expiration date- mar 31, 2022, mar 31, 2019, jan 31, 2023, or jan 31, 2022. Concomitant medical products: comp primary stem 15mm std pn113655 ln340650 comp rvrs shdr glen bsplt +ha pn115330 ln364680, comp rvs tray +5mm co 44mm pn115375 ln299770, comp rvsr shldr glnsp +3 36mm pn115313 ln940850, versa-dial/comp ti std taper pn118001 ln883850, e1 44-36 std hmrl brng pnep-115393 ln081300, comp rvs cntrl scr 6.5x50mm st pn115386 ln447930. Manufacture date- mar 31, 2012, mar 31, 2009, jan 31, 2013, or jan 31, 2012. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient was revised due to screw fracture 17 months later. The central screw and lower screw had to be removed using a broken screw extractor. Metallic debris was removed from the site; a couple of small metallic fragments were retained.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient was revised due to screw fracture 17 months later. The central screw and lower screw had to be removed using a broken screw extractor. Drill bits also fractured while trying to remove the screw fragment, creating metal debris. Metallic debris was removed from the site; however, a couple of small metallic fragments were retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.